Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, biocell® replacement.

Event description:
Healthcare professional reported right side rupture and "biocell® replacement.¿ healthcare professional later reported "several c3 nodules" via us which was determined to be not device-related. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: opening, underweight and crease fold. A microscopic analysis was performed which identify crease sharp opening in the anterior and non-penetrating nick(stress marks). Based on the device analysis the final assessment is: a-crease sharp broken in anterior assessed to a fold flaw broken. Non-penetrating nick(stress marks).

Event description:
Healthcare professional reported right side rupture and "biocell replacement.¿ healthcare professional later reported "several c3 nodules" via us which was determined to be not device-related. The device has been explanted.